Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. An investigation will be conducted upon receipt of the sample.

Event description:
Consumer alleges that his wife developed mastitis after the first time use of the breast pump.

Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event.

Event description:
Consumer alleges that his wife developed mastitis after the first time use of the breast pump.